Manufacturer narrative:
Investigation discovered that the exposed portion of the soft cannula was observed to be kinked. During investigation, the kink did not prevent fluid from traveling through the fluid path and leaving at the distal tip of the soft cannula. No signs of leaks were observed when testing the fluid path. The downloaded data does not show any timeouts or drive stalls during the pod's run. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19 mmol/l (342 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by patient activating new pod and bolus.